Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional pump logs were provided and reported that there was a motor stall that occurred on (B)(6) 2019 at 04:47, a 'stopped pump period may exceed tube set' that occurred on (B)(6) 2019 at 04:47, a motor stall recovery that occurred on (B)(6) 2019 at 19:44, a motor stall occurred on (B)(6) 2019 at 23:10, and a 'stopped pump period may exceed tube set' that occurred on (B)(6) 2019 at 23:10. The infusion mode being used was simple continuous dosing. No further complications were reported and/or anticipated.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving morphine 10 mg/ml at 6 mg/day via an implantable pump for pain due to resection of spinal hemangioma. It was reported that the pump alarm occurred the night of (B)(6) 2019 and the patient's family confirmed it was the emergency alarm on (B)(6) 2019. The manufacturer representative interrogated the pump and found "motor stall occurred" and was asked to adjust the pump to minimum flow. Pump logs were provided and reported that the motor stall occurred on (B)(6) 2019 at 22:15 and motor stall recovery occurred on (B)(6) 2019 at 2:25. It was further reported that they can't confirm the status of the "motor stall occurred," so they programmed to minimum flow rate as may be the "safety" way. It was stated "tdd is debugging to the lowest speed." This was interpreted as the previously reported adjustment to minimum flow rate. After adjusting to the minimum flow rate, the warning alarm disappeared. It was noted that the pump was last refilled on (B)(6) 2019 and was programmed at flex rate. It was reported that the patient's pain is aggravated and they are supplemented with oral morphine, 120 mg/day. It was further noted that the patient was reported to be in good condition. The representative was unable to answer such technical questions as the cause of the issue and further information reported that there were no contributing factors. It was stated effective measures had been taken, but it was unknown what measures were taken or would be taken, and when these measures would occur. It was further reported that the patient refused to undergo a replacement of the pump operation and temporarily replaced the intrathecal with oral morphine. The product was not explanted and there were no plans to replace it. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via follow-up indicated that there were additional motor stalls/tube set error messages that occurred in september. The patient was given oral morphine 160 mg/day instead of intrathecal drug perfusion. Replacement was not planned for economic reasons and because the patient was very old. The pump remained in the patient.